Event description:
It was found during rite testing that a pump was alarming for downstream occlusions. There was no patient involvement since the error was found during testing.

Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received and evaluated the device. The symptom alarming for downstream occlusions was confirmed during the evaluation. The device would not clear a downstream occlusion during testing. The upstream sensor and downstream sensors were both replaced as they are known contributors to the reported symptom.